Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018. The customer blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had rainbow effect and scratches on the screen. The customer stated that the insulin pump was little louder and grinding noise during rewind. The customer also stated that the insulin pump had cracks near the reservoir area and had diminished battery life. The insulin pump will not be returned for analysis.